Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility in algeria reported the machine stopped mid-surgery; the power supply system was not working.

Manufacturer narrative:
B5 no patient contact or impact. H2 additional information. H6 codes removed: component code 1, type of investigation 1 and 2, investigation findings 1, and investigation conclusions 1.

Event description:
There is no impact on the patient because the problem occurred before the patient entered the operating room, the clinic has another stellaris machine, so all operations are completed successfully.